Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no patient involvement at the time of the event. A third party service provider replaced the pressure solenoid (psol) valve

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator's compressor was not working. Patient involvement is not known at this time. A non-medtronic/covidien service provider inspected the device and identified the device had a leakage problem and a faulty oxygen sensor. The service provider installed a new oxygen filter, however, the ventilator still needs a new oxygen sensor. Medtronic/covidien was not authorized to repair the device.